Event description:
The lay user/patient called lifescan (lfs) in 2007 alleging the one touch ultra2 meter's display was damaged. The medical affairs specialist mailed a letter on october since the user could not be reached by telephone for further clarification; therefore, this complaint was classified based on the customer care advocate (cca) documentation. The patient stated started on three days earlier. He called his diabetes educator for assistance and he was advised to change the battery. The following day, at 10:30 p.m. He reported that he could not move. The paramedics were called and they tested his blood glucose; the result was over 600 mg/dl. The patient as treated with IV fluids. The issue was not resolved with troubleshooting with the cca. It would have been helpful to know the patient's medication regimen, whether or not any changes were made to his diabetes regimen, and if the patient attempted to test prior to the symptoms. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient alleged that he was found to be hyperglycemic and treated with IV fluids after the issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.